Manufacturer narrative:
(H3): no device sample was returned for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
This incident was reported by the patient, limited information has been made available. The patient reports they experienced eye infection after installing contact lens which they believe may have been caused by a corneal abrasion during use. The patient states they sought medical attention through her primary care physician on three separate occasions and was treated with an unspecified antibiotic eye drops. Good faith efforts have been made to obtain further information without success. The patient has declined to provide the treating physician contact information or provide authorization to the manufacturer to follow-up further. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to the unknown type or severity of the alleged infection, lack of supporting medical information and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate.